Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump. It was asked and unknown (would not be made available (legal/confident reason) when the event/difficulty occurred. The event occurred during normal use. It was reported the pump was routing/eroding through the skin and it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted the patient was coming into the doctor¿s office on (B)(6) 2020 for evaluation. The doctor planned on doing the surgery either the night of (B)(6) 2020 or morning of (B)(6) 2020. The issue was not resolved, and the patient¿s status was ¿alive- with injury.¿ the patient¿s weight and medical history were asked and unknown (would not be made available (legal/confident reason). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the pump eroding through the skin was not unknown. It was stated that "surgery is taking place at this time". Everything, including the catheter was replaced. The device would not be returned. The patient was doing well.